Manufacturer narrative:
Device history review (DHR) is not applicable or relevant because the results of the complaint investigation do not indicate a problem with the initial manufacture or prior repair of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received for evaluation. Visual and functional testing were performed. Visual inspection found no damage to the device. Functional inspection confirmed reported problem. The root cause of the reported issue was found to be defective bench. The bench was replaced. This remediation MDR was generated under protocol b10009406, as a result of warning letter cms# 617147.

Event description:
It was reported that the device errored - new co2 factory required. No patient injury was reported.